Event description:
Olympus medical system corp (omsc) was informed that during endoscopic retrograde cholangio pancreatography (ercp), the doctor tried to retrieve calculus but failed. The doctor changed the crushing calculus with the subject device. When he rotated the knob of the handle, the operation pipe broke. He could crush calculus by using bml-110a-1 and withdrew the subject device and calculus from the pt. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the basket wire was broken a the junction with the pipe and the distal end of the basket was deformed. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. Omsc considers that the condition of the pt or calculus caused the failure of crushing calculus and the breakage. This report is being submitted as a medical device report in an abundance of caution.